Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the locking clip locked to ria tube assembly according to the instruction manual but when pulling it out of the construct after reaming, the locking clip loosened, and came out of the ria assembly. Another locking clip was used and the same situation happened. The drill was spin trying to pull out the tube assembly after the clip came loose, and drive shaft broke. Traces of metal were detected in the proximal femur by x ray this report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part #: 314.743, synthes lot #: 5374205, supplier lot #: 14656-01, release to warehouse date: 02-nov-2006, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the ria driveshaft l520 (part #314.743/ synthes lot #: 5374205 / supplier lot #: 14656-01) was received at us customer quality (cq). The distal tip of the drive shaft was broken off. The fragment was returned. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes. Dimensional inspection. Measured dimensions: drive shaft od = confirming . Drive shaft ID = confirming. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) . Conclusion: the overall complaint was confirmed for the received ria driveshaft l520. Although no definitive root-cause can be determined its possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.